Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator experienced fio2 (fraction of inspired oxygen) issue. The fio2 is constant no matter what the o2 (oxygen) setting is. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Testing found that the o2 blender flag position has shifted away from the original calibration. Using torque screw driver (8.5in-o2) checked the torque on screw p/n 40688, found it to be out of specification. Took over half a turn for the torque screw driver to click. Using long cure time sealant at screw p/n 40688 will prevent the screw from becoming loose over time.